Event description:
It was reported that the bd alaris pump module smartsite infusion set had a damaged clamp. The following information was provided by the initial reporter: it was reported there have been instances in which the pump is not alarming for occlusions when the IV remains clamped. There was patient involvement but no harm. You have reported several instances of the IV pump not alarming for an engaged clamp in the outpatient infusion center. Your configurations for occlusion pressure settings is in pump mode. The pump set you are using is 2426-0007. (These are primary infusions) the extension set comes in an access packet from medical actions industries reference number 83770. The nurses reported the following: during the infusion, when the patient asked why the infusion was not emptying from the bag like normal, the nurse noted that the infusion was not dripping into the drip chamber but rather the fluid in the drip chamber was fluctuating up and down. Cpc asked about if the bag was overfilled (really full with only minimal air in the bag) or if nurses "burp" the bags to remove the air. Unsure if someone accidentally burped the bag during the infusion. When the patient reported the infusion not emptying from the bag, the nurse also noted that the clamp was engaged on the extension set. (This was the case on all of the reported events.) (B)(6) reported that the pinch clamp that is on the set is very difficult to clamp. Cpc noted that sometimes with pinch clamps, the tubing comes off the clamp and is not engaged or is partially engaged. (B)(6) reported that in each event, the nurse reported that there were not any occlusion alarms. Additional information: the extension set that comes in the medical actions industries reference number 83770 is a standard bore extension set that has a slide clamp. The nurses report that the slide clamp is difficult to clamp. Cpc used the slide clamp and noticed a range of allowed flow without an occlusion alarm (no shading on the pressure dynamic graph).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.